Manufacturer narrative:
Device passed self test, sleep current measurement, active current measurement and rewind test. Device unexpectedly seated during the prime/seating test with no reservoir in the reservoir compartment due to the moisture damage on the motor causing the motor slide to rewind pass the motor home switch and remained stuck against the motor housing. The electronic assembly and force sensor had moisture damage. Unable to perform the basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test due to prime/seating anomaly. Device uploaded properly using carelink. Device had scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on unknown date with blood glucose 550 mg/dl. The customer was treated with syringe. Customer was experienced symptoms like nausea and vomiting. Customer stated that drive support cap was not damaged. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.